Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's stimulation was causing more pain. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-70 serial #: (B)(4),description: infinion70 cm lead kit model #: sc-4316 lot #: 16204857 description: next generation anchor kit-sterile model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient&#38112;stimulation was causing more pain. The patient will undergo an explant procedure.